Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid procedure, they connected the anvil to the stapler and felt the tactile click. While closing the stapler down, it disconnected. The anvil came completely off the stapler. A second device was used and they attempted to find the same opening and could not. They had to resect more tissue with a contour reload first, then the second device worked fine. However, when the leak test was performed there was a leak. A third stapler was pulled, they connected it and everything seemed correct but as they dialed it down, but it seemed to get really stiff before it was in the normal firing range. The surgeon was able to hold the anvil connected to the stapler and guided it down so that it did not pop off. Per the surgeon, the staples from the second stapler were formed properly. The leak found after the second device was attributed to not transecting enough tissue and to trocar holes from the first stapler that pierced through the tissue. The procedure was extended for an additional half hour. There was no adverse impact to the patient.